Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (info for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (info for use) states indications for use are as follows: conquest pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac, renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This catheter is not for use in coronary arteries.

Event description:
It was reported during the placement of bilateral iliac stents (self expanding), the device was used for post dilation. The 8mm device was placed through a 6f sheath. The balloon became stuck during removal. The physician removed all components and used a 7f sheath to finish the procedure. There was no pt injury reported.